Manufacturer narrative:
The patient is (B)(6). An event regarding undesirable flexion involving a triathlon cr insert was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned - hospital policy.

Event description:
It was reported that there was a right total knee revised because the patient was unhappy with his flexion.

Event description:
It was reported that there was a right total knee revised because the patient was unhappy with his flexion.